Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit ii 20ml sterile eccentric luer slip syringe the tip of the luer broke off. There was no report of patient impact. The following information was provided by the initial reporter: during the procedure the instrumentalist notices that the male luer tip of the syringe has broken off, it has remained in the female luer tip of the catheter clinical consequence: none this incident took place in the vascular surgery block on (B)(6) 2022.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 300296 and lot number 2111255. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned. Through evaluation by our quality engineer team, the reported defect was confirmed in the sample. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembly machine has an inline detection system which inspects all syringes and automatically rejects any damaged parts identified. We believe that this incident most likely resulted from a blockage in the barrel feeding process which caused damage to the tip of the syringe that went undetected. The damage finally produced breakage when the product was being handled. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. See h10.

Event description:
It was reported while using bd discardit ii 20ml sterile eccentric luer slip syringe the tip of the luer broke off. There was no report of patient impact. The following information was provided by the initial reporter: during the procedure the instrumentalist notices that the male luer tip of the syringe has broken off, it has remained in the female luer tip of the catheter clinical consequence: none this incident took place in the vascular surgery block on (B)(6) 2022